Event description:
General report rec'd of leaking omniflow cassettes. An undocumented number of incidents occurred in which nurses noted leaking at the side of the cassette where it is molded together resulting in small leaks of varied solutions including blood products and chemotherapeutic agents. The spillage was cleaned up without harm to pts or hosp personnel. The tubing sets were changed out and the problem resolved.

Manufacturer narrative:
Corrected data: "manufacturing site registration number was corrected from '57302' to '600096'. This has resulted in a new manufacturer's report number on this follow-up report. This is a follow-up to manufacturer report number 57302-1997-47".